Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy procedure, the surgeon tapped twice to create a pilot hole in the patient's talus. The patient has a good quality of bone. The implant was inserted and upon insertion, the implant broke half way. A second device was used to complete that part of the repair. Later in the procedure, the surgeon tapped a pilot hole with a screw tap in the patient's fibula and upon insertion of the implant, the implant broke. The implant was removed and another was opened and inserted. Upon insertion, this anchor broke as well. The implant was still functional and left in to complete the case with no adverse effect to the patient. Additional information provided 4/16/2019: a portion of the third implant that broke was left in the patient. Additional information provided 5/8/2019: the second anchor that broke was an ar-2324bcc and the third anchor that broke was an ar-2325bcc. Additional information obtained 5/13/19: after clarification the following revised event description has been confirmed by the reporter to be accurate: ¿it was reported that an ar-1678-cp was being used in an ankle arthroscopy procedure. The surgeon tapped the talus twice to create a pilot hole. The first implant used was an ar-2324bcc included in the ar-1678-cp. This implant broke. The fragments were removed from the patient and the surgeon successfully implanted an additional ar-2324bcc from the shelf with no issue. Later in the procedure, the surgeon tapped the patient¿s fibula with a screw tap to create a pilot hole. The third implant used was the ar-2325bcc included in the ar-1678-cp. Upon insertion, this one broke as well. The fragments were removed from the patient. The fourth and final implant used was an additional ar-2325bcc from the shelf. This implant broke on insertion as well but was left in the patient as it was still functional.¿